Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found two setting were enabled in centralink by the customer. The two settings that were enabled, cause a result with a flag of "e111 interference" or "e522, below assay range" to be set to rerun. The ccc corrected this issue and removed the check from "indice recorder no text" and the section of the "on end result message" that detailed error handling for "e522" flags was disabled. Centralink will no longer rerun when flags for "e5111" and "e522" are present. The cause of the delay and redraw of the patient sample was due a user setting. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported their centralink system set to repeat a patient sample and aspirated the entire sample, preventing it from running a repeat test for calcium. The patient sample was an infant and required a redraw as a result. The initial result for the sample were flagged with "below assay range" and "h interference". There are no known reports of patient intervention or adverse health consequences due to the delay and redraw of the patient sample.